Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87216 and lot number 19cr08147. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of hypertension, abdominal pain, fluid retention and sleep issues with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and the patient adverse event. Although the patient alleged the cycler was not draining properly resulting in fluid retention, the pdrn stated that none of the patient issues have been attributed to the use of the liberty select cycler. It is unknown what comorbid conditions the patient has which could have caused or contributed to the event. Based information available at this time, the liberty select cycler cannot be excluded as causing or contributing to the patient adverse event.

Event description:
It was reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) contacted technical support for patient line blocked soft alarm. During the call the patient reported that they were currently in the hospital for hypertension. The patient also mentioned that they had pain in their abdomen during treatment causing their blood pressure to rise. The patient alleged that the cycler was not draining them resulting in issues retaining fluid as well as trouble sleeping. These issues have been occurring for a couple of weeks. Additional information was attempted to be obtained by the peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was hospitalized, but was unable to confirm the date, and released from the hospital on (B)(6) 2019. The pdrn stated that none of the patient issues were attributed to use of the liberty select cycler. Further information was not provided.